Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20230. It was reported. The patient experienced loss of stimulation following a fall. X-rays revealed the scs lead had migrated. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which one is related to the device. Therefore, both the leads are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20230. Further follow up identified both the leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.